Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Device evaluation: the product was not available as it was discarded. Therefore, the complaint reported could not be verified. No product deficiency could be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one additional complaint folder for this production order number. However, it is not related to the reported event. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis preloaded intraocular lens (iol) was partially inserted and removed from the patient's right eye in the same procedure due to a folding issue. There was no additional surgical intervention performed. The replacement lens is the same model and diopter. The removed lens was discarded. No additional information provided.